Event description:
It was reported the insulin pump alarmed failed battery test. Alarm reoccurred with a new battery. Customer's spouse stated the screen showed bad battery. She was unsure if she cleared the alarm before inserting a new battery. Customer's spouse was advised to check battery cap, battery compartment, and springs and they weren't damaged missing or corroded. Customer's spouse was advised to clean with alcohol wipes and ensure the battery cap was fastened. Customer's spouse did not have a new battery so she stated she was going to purchase one. Customer's spouse was advised if the device alarmed battery our limit it was normal but if the device alarmed failed battery test she should call back. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.